Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer declined to continue troubleshooting because she does not want to remove cartridge that she was able to load. The customer wants a replacement cartridge for the one she had to change. There was no adverse impact to the customer¿s blood glucose level.